Event description:
User facility reports incident of a cracked luer connector that was detected 20 min. Into dialysis treatment and resulted in ebl=1000cc. This pt has an upper arm vascular access; the needle and bloodline tubing were looped up over the patient's shoulder in a manner which the connection between the bloodline and needle was not visible to staff. Pt was examined by physician but no blood transfusion was ordered. Pt was discharged from unit in stable condition.